Event description:
It was reported that during a colectomy procedure, there was a stapler failure at the time to clip the rectum. There was an incomplete stapling and opening of the suture line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: washer uncut; incomplete firing cycle. The analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was a received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information received: on which firing did the event occur? 1st. Did the device staple? Partially. If the device stapled was the staple line complete? No. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Crooked leg. Did the device cut? Yes.